Event description:
A customer contacted beckman coulter inc. (Bci) regarding elevated troponin (accutni) result generated by the unicel dxi 800 access immunoassay system for one patient. A patient sample was tested for accu tni and results of 0.53ng/ml and 0.49ng/ml were obtained. The sample was tested on a different instrument in the customer's lab and accu tni results were 0.31ng/ml and 0.26ng/ml. The result of 0.31ng/ml was reported out of the lab. It is unk if patient treatment was affected as a result of this event.

Manufacturer narrative:
The specimen was collected in bd plastic lithium heparin non gel tube. The sample was centrifuged at 3,300 rpm for 7 minutes at room temperature. Based on information provided, the customer filtered and poured off patient sample prior to analysis. Qc data was not provided. A field service engineer (fse) was dispatched: the fse ran diagnostic testing twice with good results. The fse changed aspirate probes and duck bill. The fse cleaned probe wash stations. The fse verified repair per established procedures and results met published performance specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.